Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 3.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion revealed a partial break in the mid shaft at approximately 25mm from the hypotube/midshaft bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-may-2017. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). After pre-dilatation was performed with a 2.0x20mm non-bsc balloon catheter, a 3.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Delivery was attempted again but the device still failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft polymer extrusion break.